Event description:
Almost swallowed toothbrush head while brushing [device breakage], no adverse event. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unk, he almost swallowed the oral-b dualaction brushhead. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.